Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock during a cryoablation procedure. The physician slid the stopcock back on and clamped it with forceps. The sheath was aspirated and flushed and the procedure was completed. No adverse event occurred. Reportable based on revision to medtronic cryocath regulatory reporting criteria effective (B)(4) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.